Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when printing from device archives. The customer advised that a service indicator was present on the device following the reported event. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off when printing from device archives. The customer advised that a service indicator was present on the device following the reported event. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and downloaded the device's electronic records, which verified the reported issue. Physio-control replaced the battery pins, power pcb assembly and battery wire harness assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the likely cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.